Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that the nurse stated that while programming a vancomycin infusion the guardrail did not appear and was not used. The nurse further states that the patient received vancomycin 500mg within fifteen minutes. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of the device infusing faster than expected was not confirmed. Because the dataset was not provided, the medication programmed could not be determined. Analysis of the pcu event log shows that at 1:31 pm on (B)(4) 2018 the pump module was programmed to infuse an unspecified drug at a rate of 500ml/hr with a vtbi of 500ml; the infusion continued until 1:57 pm when the device was channeled off. During this period there were multiple patient side occlusion and air in line alarms. At 2:09 pm, the user programmed a basic infusion to run at 250ml/hr with a vtbi of 500ml. The infusion ran at this rate until 2:13 pm when the user changed the rate to 400ml/hr. At 2:28 pm, the user programmed a delay for 15 minutes and then at 2:38 pm canceled the delay and restarted the infusion. At 3:01 pm, the primary infusion completed and the device transitioned to kvo at 1ml/hr. At 3:03 pm, the user channeled the device off and the system was shutdown and powered off. During this period there were multiple patient side occlusion and air in line alarms. The volume recorded as being infused during this period was 250.035ml. The root cause of the reported event was not identified. No device was returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the nurse stated that while programming a vancomycin infusion the guardrail did not appear and was not used. The nurse further states that the patient received vancomycin 500mg within fifteen minutes. There was no report of patient harm.